Event description:
The customer reported approximately twenty-five (25) milliliters of blood fluid leaked under the platen area outside the unit with vacuum errors involving coulter lh slidemaker. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid with paper towels. The customer discontinued use of the slidemaker. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) arrived on-site, powered on instrument, and discovered the waste chamber overflowed which caused excessive waste fluid to spill from the overflow chamber. The fse cleaned the spillage and examined the waste line. The fse noted a clog in the waste line and removed the clog. The fse performed several shutdown and startups and verified system performance. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).